Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb and programmed system controller pcb assemblies. After having observed proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device locked up during boot-up with a white display. There was no patient use associated with the reported event.